Event description:
Reported from or dept a potential problem with a ligaclip used during an or procedure. Follow-up investigation with the surgeon indicated that there was no problem with the clip. Since this potential event was reported to the MFR, they indicated they would be reporting this; therefore co is also filing this report: although the surgeon in this case verbally indicated that there was no problem with the ligaclip.